Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 6.6 mmol/l at the time of the incident. The customer stated that the buttons do not respond. The customer stated they received a button error alarm but did not want to troubleshoot the issue. Customer states the batteries were out of the insulin pump greater than duration allowed by the pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No battery out limit alarms were noted. All operating currents are within specification. The pump passed the displacement test. No button error alarms were noted. The pump had intermittent buttons due to corroded keypad traces. The pump also had a stained end cap sticker, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.